Event description:
"Device failed to form clips as surgeon attempted to close surgical site."

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain information, which was not known or was not available when the initial report was submitted, then supplemental report will be submitted to the FDA.